Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (at 18.145 mcg/day) and bupivacaine (at 10.887 mg/day) via intrathecal infusion pump for non-malignant pain. It was reported that at the patient¿s (B)(6) refill (thought to be the 24th) the hcp found the pump had been flipped. The hpc fixed it in office but mentioned that the pump may need to be replaced.